Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 20-jul-2021, it was reported that the patient experienced diabetic ketoacidosis and the infusion set's tubing was disconnected from the infusion sets while the patient was sleeping. The site location was patient's thigh, and the pump was located on the patient's hip. Moreover, the infusion had been used for less than a day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.